Event description:
It was reported that troubleshooting was being performed due to suspected motor stall or catheter occlusion. During the last 2 refills, the health care provider (hcp) had only managed to infuse approximately 4 to 5 ml of drug when the pump was expected to be nearly empty. A catheter study was attempted; however, the physician struggled, and the results were indecisive. A roller study was then performed, and it was believed the pump was not faulty. An x-ray was also performed, but due to the patient's anatomy, a conclusive x-ray of the catheter was not possible. There were no patient symptoms/injuries related to this event. The drug in the pump was morphine. A revision was performed and the pump was explanted.

Event description:
Additional information received reported that the ¿main problem¿ was with the first and second refills, only 4-5ml had infused in a period of 3 months. No motor stall occurred and no alarms went off. As previously reported ¿the doctor struggled at first to get the dye through but managed,¿ after that they did a rotor study ¿which showed nothing.¿ after another refill was done and again only 4-5 ml infused the decision was made to replace the pump only and not the catheter.

Event description:
It was later reported that the medications used within the system were morphine 14.25 mg/ml and marcaine 0.25 mg/ml. The patient had no complaints, and their second follow up had yet to be confirmed.

Manufacturer narrative:
Product ID, neu_unknown_cath lot#, serial# unknown, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Final device analysis of the infusion pump revealed the following: there were no anomalies found.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.